Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has yet to be evaluated. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.